Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The microcatheter was flushed using a lab sample syringe. After flushing, a lab sample guidewire was introduced into the microcatheter, and it was able to be advanced through the entire length of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The reported issue in the complaint cannot be confirmed. The lab sample guidewire passed through the microcatheter without resistance. It is possible that clinical or procedural factors not replicated during analysis contributed to the reported issue. The instructions for use caution that if strong resistance is met during manipulation, the procedure should be discontinued and the cause determined before proceeding; if the cause cannot be determined, the catheter and guidewire should be withdrawn as a system. A review of manufacturing documentation associated with this lot (31586520) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
During an endovascular embolization on (B)(6) 2026, the healthcare professional reported that the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 9664727) was impeded in the hub of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31586520) and could not be pushed into the microcatheter. The physician tried to retract the stent; the stent component was found prematurely detached from the delivery wire in the microcatheter hub. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 12-mar-2026, additional information was received. The information indicated that the procedure was targeting the middle cerebral artery (mca). Aside from the reported premature stent detachment, there was no damage noted on the stent / stent delivery system when the device was removed. There was no damage noted on the associated microcatheter. The replacement stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) and the replacement microcatheter was 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and no delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot: (31586520) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.